Event description:
It was reported that they were getting premature x-ray switch release errors, causing the patient to be re-exposed. It was determined that the x-ray switches needed to be replaced once this was done; the unit is working as intended.